Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio replaced the system controller pcb assembly, which resolved the reported issue. After other unrelated repairs were completed, proper device operation was observed. The device was returned to the customer for use. Physio-control further evaluated the removed system controller pcb assembly and determined the cause of the reported issue was due to integrated circuit, designator u61. The u61 was electrically shorted and caused the device to lock up and not complete the boot-up process.

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up process intermittently. When the device would complete the boot-up process, the screen would start flashing. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.